Event description:
It was reported that introducers are continuously breaking at the blue connector. It was further stated that an actual break of the sheath happened 2 days after implant at a "high-risk-patient", and therefore had to be replaced.

Manufacturer narrative:
The device was not returned. However, an investigation is in process and a manufacturing change was identified. As part of the materials incoming inspection a verification of the parts for cracks, void or any molding defect will be performed prior to the release of the material. Our manufacturing process has a 100% in process visual inspections; any defective housing will be captured during this inspection. Several testing was performed with both resins (colorite and alfagary). A technical summary was approved including all testing and the justification to change from colorite material blue connector to alfagary blue connector. The change is at the implementation phase.